Event description:
Additional information: it was reported the patient was having ¿a negative¿ reaction to the dilaudid when the pump was implanted and ¿it did not get resolved until the middle of (B)(6).¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient had their pump implanted nine days prior to this report and had been flat on their back. The patient was not able to sit up without throwing up and wanted to get the pump turned off. It was reported the patient had an adjustment "the other day" and asked if they could turn off the pump but was told it could not be done. The reporter then stated the patient was unable to get back into the health care provider's (hcp) office for eight days. The symptoms were reported to have started on the day the pump was implanted and included nausea, migraines for nine or ten days, and not being able to stand up without shaking legs. It was noted hydromorphone was being administered via the device system and the reporter stated, 'I'm definitely having a reaction to the drug. I know what it is. I'm sensitive to the drug. "The reporter also noted that there has been one common denominator which was the hydromorphone in the pump. The patient saw his hcp on monday and had to lie in the office for two hours. The patient at the time of the report was waiting to hear back from his hcp's office to get another appointment to be checked. Two weeks later, it was reported the pump was on a minimum setting with hydromorphone still in the device system. The patient intended to have the pump removed ''as soon as possible.'' It was noted the drug saturated the patient's body and he was able to smell the medication in his sweat and urine. The patient was reported to have been throwing up seventeen out of the last twenty three days, and it was described as violent heaving uncontrolled vomiting. There had been discussion about changing the medication to fentanyl but the hcp did not think the patient would be able to tolerate fentanyl either. It was noted the patient was allergic to narcotics and it was reported that the hcp knew the patient was going to have a reaction to dilaudid. The patient had been led to believe the medication was going into the spinal cord so it would not affect him. It was reported the patient was so sick for the first six or seven days, he ''damn near went into a coma.'' The reporter stated, ''I almost passed out where I did not come back.'' The pump was then turned down halfway, but the patient remained sick for another week and a half. The patient did not get back into the office until (B)(6) 2013 at which time the hcp turned the pump completely off and then back on to minimum level. It was reported the patient had an appointment a few days later where the hcp turned the pump back on. The patient became so sick he could not stand up and was back the following day and the pump was turned down again. At the time of this report, the patient planned to detox his body for a couple weeks and then planned to get back into the hcp's office to "get this stuff out of my system.'' Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient never had his pump calibrated beyond turning it on or off because every time they turned it on he got extremely sick. The patient reported that he had tried fentanyl which had worked great for the first 65 hours, and then he became violently ill on the fentanyl; that he got sick to the point that he could not stop throwing up; nonstop until the next morning until his wife got him into the office. The patient stated that it was "beyond throwing up; that it was like the worst drunk you've ever been on in your life that did not stop". The patient stated that he had been on the lowest setting for five months, and planned to schedule a surgery for removal in about a month. It was later reported that there was no problem with the pump; that "it was not with the pump". The patient further stated that the drug they started out with (hydromorphone) almost put him in a coma," and that he was in and out of consciousness for almost two weeks. The medication currently used within the system was fentanyl.

Event description:
Additional information was received from the consumer on (B)(6) 2016 indicating that the patient wanted the pump removed, but was inquiring about what would happen to the pump with leaving it in the body. The patient could not tolerate anesthesia/surgery because it took the patient .5 hour to get "back out of it" and was scared he would not come out of the anesthesia if it was explanted. The patient was implanted when the pump pain trial failed (refer to manufacturer report #3007566237-2015-03192.) The clinic put some type of narcotic drug in the pump or nothing at all when the patient asked to put something (saline) in it until it was decided what to do next. It was noted that the patient could not tolerate any of the intrathecal drugs tried (generic dilaudid, fentanyl, prialt and another drug the patient could not think of). It was noted that morphine would probably not work either.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-13, additional information was received from a consumer. The patient's indication for use for the pump was non-malignant pain. It was reported the patient's pump was implanted in 2010 or 2011. The patient was allergic to dilaudid. When the pump was implanted, the patient was so sick he could not get up for 7-8 hours. His wife had to drive him to the clinic and lay down plastic in the car because he was vomiting and lying down in the car. They adjusted the pump after 1.5 weeks the first time, then after 3-4 days and 2-3 days later they turned the pump to off. The patient had not been utilizing the pump for 4 years as it is on a minimum amount of maintenance so it does not freeze up. The fentanyl was changed in about (B)(6) 2013 and the patient had issues with it. He experienced extreme nausea, vomiting, so sick, dizziness, balance issues and could not get on his feet.